Event description:
The hospital reported that vasoview hemopro 2 was intermittent with power. Also very slow to seal and often taking a long time to burn through the branches. The device would have no power to ligate the branch or often delayed power. The patients was not harmed in any way and the vein was usable with no concerns.

Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise: (B)(4). A lot history record review was completed for lots: 3000468568, 3000466430, and 3000459637 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.